Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After repairing the device it passed all functional tests. The manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that a smiths medical ventilator is giving continuous patient disconnect alarm. No adverse patient effects were reported.